Manufacturer narrative:
Results: 42 total samples; 41 sealed and one open, were returned for evaluation. 30 sealed samples were selected at random and the one open sample were inspected. A visual analysis revealed no defects or abnormalities. The samples were then activated per the IFU. Nine of the samples had clicking during activation. This is where the safety mechanism is brought up to cover the needle. However before the safety can cover the needle a click can be heard. Normally during activation a click can be heard when the safety has completely covered the needle. In this case this ¿false click¿ can cause the user to believe the safety has covered the needle even though it is still exposed. The other 21 sealed samples plus the one open sample had no issues or abnormalities during/after activation. As previously reported, a review of the device history and manufacturing records and quality notifications revealed no irregularities during the manufacture of the reported lot # 6049432 conclusion: although bd was able to confirm the customer's indicated failure mode, an absolute root cause for this incident cannot be determined. The samples have been forwarded to the manufacturing site in (B)(4) for a secondary investigation. Upon completion of the additional investigation, a second supplemental MDR will be submitted.

Manufacturer narrative:
(B)(4). A sample has been returned but has not yet been evaluated. However, the manufacturing site conducted a no sample investigation on (B)(6) 2016. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 6049432. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced this issue. Conclusion: a conclusion is not yet available as the evaluation is in progress. Upon completion of the investigation, a supplemental report will be filed. Of note, (B)(4) has been opened to identify and address the potential causes of safety shield disengagement. (B)(4).

Event description:
It was reported that after using a 27 g x 1/2 in. Bd eclipse¿ 1 ml bd luer-lok¿ syringe with detachable needle, a clinician heard two clicks after engaging the safety mechanism but the safety did not engage. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: nineteen representative samples (ten in packaging and nine without packaging) were returned to the manufacturing facility in (B)(4) for a secondary investigation. A simulated use test did not observe safety shield disengagement on the returned samples. Five of the nineteen samples observed a "click" sounds upon activation. Conclusion: although bd was able to confirm the customer's indicated failure mode, an absolute root cause for this incident cannot be determined. Capas (B)(4) have been initiated to identify and address the potential causes of safety shield disengagement.